Manufacturer narrative:
Investigation conclusion: unable to further investigate due to insufficient information. Numerous attempts were made to gather information from the customer without success. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting 9 discordant sars results (each event will be reported separately). Customer states the results initially read positive but when re-testing on a different instrument produced a negative result. Symptomatic status of patient is unknown and no further confirmation testing was performed.